Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1 date of submission 08/01/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the black box data showed multiple no cartridge detected warnings. During testing, the pump successfully passed a rewind, load, and prime sequence. The force sensor calibration was found to be out of specifications. The force sensor resistance was found to be within specifications. The pump cover was opened and moisture was observed on the force sensor pins and force sensor plate. Unrelated to the complaint, the display was dim and discolored.